Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Patient had porous primary knee surgery 6 weeks prior and developed a wound breakdown. Surgeon removed the porous components with no bone loss and cleared the biofilm that had formed. Then proceeded to cement a genesis ii knee back in place with the same sizing parameters of the components.